Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6) it was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant during a transcatheter aortic valve implantation using a flexnav delivery system. The aortic annular area was 487mm^2, and the perimeter was 73mm. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The starting implant depth of the valve at deployment was 4mm. The valve migrated into the left ventricle during final release. There was no tension in the delivery system at the time of final deployment. There were no difficulties in deploying the valve. The final implant depth was 17mm at the non-coronary cusp (ncc) and 18mm at the left coronary cusp (lcc), although it was noted that the implantation depth was estimated due to a suboptimal final angiogram. The valve was not snared. A post-implant bav was performed due to valve under-expansion with a 24mm non-abbott balloon. There was no perivalvular leak or aortic regurgitation. The cause of the valve migration was unknown. On (B)(6) 2023, patient had first degree atrioventricular (av) block on electrocardiogram (ECG). On (B)(6) 2023, patient had first degree av block and left bundle branch block (lbbb). On (B)(6) 2023, the patient was discharged from the hospital without a pacemaker. There was no prolonged hospitalization for monitoring of rhythm.

Manufacturer narrative:
An event of valve underexpansion, device migration, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a previous history of arrhythmia, the valve sizing does not fall within specified annular perimeter (but may have been deemed appropriate by the physician), the starting implant depth was 4mm from the non-coronary cusp (ncc) (deeper than the recommended 3mm), there was moderate overall aortic valve calcium , there were no deployment difficulties noted, and there was no calcification extending beneath the aortic annular plane. It was also noted that the cause of the valve underexpansion is unknown, the final implant depth of the valve was approximately 17mm from the ncc, and the patient's heart block appeared the day after the procedure. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the reported valve underexpansion and device migration are related to procedural conditions (bav not sufficient), and the reported heart block is related to the device migration. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Correction: h6 medical device problem code: code 2616 removed.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6), r827577001, r827577201. It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant during a transcatheter aortic valve implantation using a flexnav delivery system. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. There was no calcification extending beneath the aortic annular plane in the interventricu the navitor valve was implanted, but it migrated into the left ventricle during final release. A post-implant bav was performed due to valve under-expansion with a 24mm non-abbott balloon. There was no perivalvular leak. The final implant depth was 17mm at the non-coronary cusp (ncc) and 18mm at the left coronary cusp (lcc), although it was noted that the implantation depth was estimated due to a suboptimal final angiogram. On 13 january 2023, patient had first degree atrioventricular (av) block on electrocardiogram (ECG). On 14 january 2023, patient had first degree av block and left bundle branch block (lbbb). On (B)(6) 2023, the patient was discharged from the hospital without a pacemaker. There was no prolonged hospitalization for monitoring of rhythm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.